Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure the insulation of the pacing lead was crushed and twisted as it was advanced through multiple introducers. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.